Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The patient stated that on the same day the sensor was inserted, they were hospitalized due to inaccurate cgm values causing hyperglycemia but there were no specific symptoms reported. The cgm was reading low and the blood glucose reading was 19.7 mmol/l. There was no information about the treatment provided nor the medical intervention as the reporter declined to provide further details. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.